Event description:
It was reported that during the implant procedure, the pacing lead was attempted but exhibited high thresholds and the helix would not fix. The lead was removed. No patient complications have been reported as a result of this event.